Manufacturer narrative:
The device was released conform and the following preventive maintenance passed. The data from the event day could not be retrieved and are no more available ¿ as well as the pc itself. However, the troubleshooting test of 01-mar-2019 revealed multiple occurrences of two known software anomalies, including one related to the pacs. Troubleshooting tests also revealed a network configuration issue and notably, an abnormal number of ip addresses. It is considered as the cause for the issue but the origin of this incorrect configuration remains unknown.

Event description:
It was reported that pacs had been working in the morning but that it had stopped working when the afternoon case came around. He noted that they were in the same operating room and that nothing had changed. The issue occurred during preoperative planning, the patient was under anesthesia.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that pacs had been working in the morning but that it had stopped working when the afternoon case came around. He noted that they were in the same operating room and that nothing had changed. The issue occurred during preoperative planning, the patient was under anesthesia.